Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during drain. The technical service representative (tsr) helped the home patient (hp) to clear the error and informed him of the error's meaning. The hp would stop therapy for the night. The patient was not connected at the time of the alarm as the patient line had separated from the transfer set during the patient's sleep due to a loose connection. The supplies had not been damaged by an outlet port clamp or assist device. Proper procedures were reviewed with the patient, and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.